Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis patient experienced peritonitis manifested by unspecified symptoms further described as ¿peritonitis symptoms¿. The cause of the peritonitis was not reported. The day after onset of the peritonitis, the patient was hospitalized for the event. Treatment was not reported. The patient was discharged seven days after hospital admission. On an unknown date, the patient was recovered from this peritonitis event. Extraneal, physioneal and nutrineal therapies were ongoing. No additional information is available.